Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has had trouble with the sensors. The sensor is alarming lost, error and change sensor. The customer stated the cannula is broken off. Advised customer to visit the emergency room, to get cannula out of his body. The customer stated it was setting his insulin pump off below 60 and his blood glucose was 132mg/dl-134mg/dl; then insulin pump turned off. The customer stated when inserting the sensor the needle hub got stuck in the serter. Customer stated the serter released the needle hub/sensor. They are unsure if catch arm is bent. The customer's blood glucose was 425mg/dl.